Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported twenty-three (23) false positive results with the determine hiv 1/2 ag/ab tests performed on unknown dates with unknown sample types. This manufacturer's report addresses test five (5) of twenty-three (23) and is associated with an unknown lot (qty 2). The customer indicated that confirmation pcr testing was performed on 1 of the 23 tests on an unknown date and generated a negative result. It is unknown if confirmation or repeat testing was performed for the other 22 results. Although requested, no additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported twenty-three (23) false positive results with the determine hiv 1/2 ag/ab tests performed on unknown dates with unknown sample types. This manufacturer's report addresses test five (5) of twenty-three (23) and is associated with an unknown lot (qty 2). The customer indicated that confirmation pcr testing was performed on 1 of the 23 tests on an unknown date and generated a negative result. It is unknown if confirmation or repeat testing was performed for the other 22 results. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number, were not provided and an investigation was not able to be performed. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.